Manufacturer narrative:
Product complaint # : (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d4, d9, h4. Additional information was requested and the following was obtained: 1. Can you please confirm, did the wound dehiscence occurred post op examination or during the surgery? Respond: it happened during anastomoses of the distal artery. 2. Was there any re-suturing performed on the patient because of the wound dehiscence? Respond: yes. 3. Was there any treatment provided including prescribing medication (antibiotics or steroids)? Respond: there was no information available for this question. The following additional information was also reported: the lot is qgbcmb. However the returned device is from lot: qcbbhh. Sales rep described that lot: qgbcmb is used up at the hospital, therefore hospital returned lot: qcbbhh for testing instead. Investigation summary : the product was returned to ethicon inc for evaluation. Visual inspection and functional test evaluation were conducted on the returned device. Visual analysis of the returned sample determined that a closed packet of product code 8706h was received for evaluation. Visual inspection of the unopened sample, no defects were found on the packet. The sample was opened, and the swage and attachment area was noted to be as expected. The suture was dispensed without problems and examined along the strand and no defects, damage or suture breakage were noted. A functional test was performed and the tensile strength force was above the minimum requirement. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Device history lot : "a manufacturing record evaluation was performed for the finished device batch qgbcmb , 8706h15 and no non-conformances were identified.

Event description:
It was reported that a patient underwent a CABG procedure on (B)(6) 2021 and suture was used. During the procedure, the suture broke. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the wound dehiscence occurred post op examination or during the surgery? Was there any re-resuturing performed on the patient because of the wound dehiscence? Any treatment provided including prescribing medication (antibiotics or steroids)? Please clarify. Additional information was requested, and the following was obtained: sales rep has clarified with surgeon, the suture broke while he was doing anastomoses, and it is not a dislodged needle. Sales rep was informed of this incident by the purchaser. Sales rep also mentioned that there was wound dehiscence on the vessel, the surgeon was able to stabilized the patient and patient is ok. Sales rep mentioned that this is not the first time event occurred, bq requested the additional information to be provided for the previous cases. However, sales rep revert that he does not have information other than information he has provided in the email (email attached). Sales rep mention that the surgeon did not inform him of the previous incidents and sales rep only notified of this incident. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.